Event description:
The report received from the affiliate indicated that, following the deployment of a cypher and a bx velocity, stent placement was checked with ivus and the results were satisfactory. An angiography was peroformed of the previously implanted stents and thrombus was observed in the cypher stent. Aspiration and balloon angioplasty with a high-pressure balloon were performed to treat the thrombus. In january 2005 the pt was discharged form the hospital in stable condition.